Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse in the USA of hypotension, bowel perforation and peritonitis in a patient coincident with dianeal unknown, dianeal pd4 ambuflex, dianeal pd4 ultrabag, and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date in 2012, dianeal and extraneal therapies were withdrawn. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced hypotension, bowel perforation, and peritonitis. On (B)(6) 2012, the patient was hospitalized for the hypotension and peritonitis. Treatment was not reported. The outcome of the events of hypotension, peritonitis and bowel perforation was not reported. Per the nurse the events of hypotension, peritonitis, and bowel perforation were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4)as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11k19054 and h11j31010 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.